Event description:
The hcp reported that the patient experienced "withdrawal symptoms" including increased back pain, chest pain and diarrhea near the refill date. The patient was receiving morphine 5 mg/ml via the drug pump. The patient was hospitalized on three separate occasions in 2006. The patient was prescribed intravenous opioids, pump was refilled and infusion rate increased. No device troubleshooting was performed. The patient was hospitalized under the care of an hcp unfamiliar with pumps and pain consultation goal was limited to refilling the pump. The hcp suspects that the symptoms are associated with the reservoir level and has changed the low reservoir volume alarm from 1 ml to 2 ml. The patient is reported as stable after each hospital admission of several days for pain control.